Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to over sensing of myopotentials. The device remains implanted and the patients condition is good.